Manufacturer narrative:
Product event summary: the battery was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections during the analyzed period. However, no premature power switching events involving the battery were observed. As a result, the reported power switching event involving the battery could not be confirmed; however, the reported premature power switching was confirmed. There is no evidence that the lubrication servicing was performed on the associated power source(s). Analysis of the event log files revealed a controller power-up event on (B)(6) 2019 at 09:37:25. The data point prior to the loss of power revealed that one battery was connected to power port one with 34% relative state of charge (rsoc) and another battery was connected to power port two with 98% rsoc. The data point recorded after the loss of power revealed that the first battery was connected to power port one and no power source was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 8 seconds. Loss of power will result in a continuous audible alarm, which corresponds with the "high priority alarm" heard. As a result, the reported loss of power and "high priority alarm" events were confirmed. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and batteries. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: (B)(6). D10:yes, return date: 01-oct-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112, 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4), device evaluation anticipated, but not yet begun. Mfg date: 06-nov-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power switching. When the patient exchanged the empty battery, they heard a high priority alarm while being connected to a fully loaded battery. The controller exhibited an unexpected loss of power with a pump stop. The battery was exchanged, and the controller remains in use. No patient complications have been reported as a result of this event.